Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with scuff marks present on the spacer. There is a significant amount of scratch marks on the exposed shaft and the black shrink tube with a small piece cut from the black shrink tube. The cable and suction lines have been severed prior to being received; therefore, a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that the device had been inadvertently rubbed consistently against a hard object such as bone.

Event description:
It was reported that during a hip arthroscopy, the insulation on the shaft started peeling off near the tip. The surgeon used a blade to cut the loose piece off.